Event description:
It was reported via repair work order that the patient right side rail will not latch in the full up position due to a broken/damaged litter frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This MDR initial report is a duplicate of a previously issued MDR. Please see MDR # 0001831750-2013-00826 for information regarding this event.

Event description:
It was reported via repair work order that the patient right side rail will not latch in the full up position due to a broken/damaged litter frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.